Manufacturer narrative:
Based on the claim against the product by the customer noting the alleged endoscope was flipping when installed, an investigation was completed to determine the cause of this reported event. From available information provided by the isi technical support engineer (tse) during troubleshooting, the reported issue was addressed via phone support. Following the instructions from the tse, the customer removed the endoscope, erased the guided tool change, and reinstalled the endoscope to resolve the flipping issue. No onsite visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) for ventral hernia surgical procedure, a nurse called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that endoscope was flipping when installed. The surgeon then reported that the universal surgical manipulator (usm) was redocked and the sterile adapter was reseated without resolving the issue. The isi tse instructed the customer to remove the endoscope, erase the guided tool change, and reinstall the scope. The endoscope was then being accepted on the usm and the surgeon no longer had the endoscope flipping issue. The procedure was completed with no reported injury. Isi has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.